Event description:
The physician was unable to retrieve the spiderfx. The catheter was removed and the physician tried to pull the spider into a 7fr sheath without success. The physician then tried to pull the sheath and spider out of the body together. When pulling the sheath/spiderfx combo, the sheath was removed, but the spider was partially outside of the artery. A snare was tried with out success. The physician tried to reinsert a sheath over the spider wire and pulled multiple times to retrieve. The wire broke. A vascular surgeon was contacted to surgically remove the spider.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.